Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had pump error alarmed. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarm and was not able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement. Insulin pump received with normal operating currents, no failed battery test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Pump received with no motor movement or negligible during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to corroded motor home switch.